Event description:
The pt's treatment was initiated without incident on a dialysis unit at a 400 ml/min blood flow rate. Ten minutes later, the technician identified a blood leak coming from the top of the arterial drip chamber where the tubing connects to the body of the drip chamber. The pt lost approx 200 cc of blood from the leak. The treatment was terminated and re-initiated using another set of bloodlines. The pt completed the treatment without incident.